Event description:
The customer returned the product but could not state what the problem was. No patient injury was reported. Addendum: analysis of the returned product confirmed svo2 drifting.

Manufacturer narrative:
The optical module was returned to an edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and confirmed svo2 drifting. Upon further investigation it was found that the trilens (optical lens) was damaged/broken and that a rainbow color was noted causing the svo2 drift. Although the root cause for this damage cannot be determined, there are multiple potential causes for a damaged trilens, including: misuse - dropping, normal wear and tear, blood spillage, misuse of chemicals to clean the lens. This particular om2 is approx 6 - 1/2 years old. Since (B)(6) 2009, this type of product carries an expiration dating of 42 months. The faulty cable cannot be repaired and was decommissioned. The service history record for this device was reviewed and it was confirmed that all manufacturing requirements were met at the time of production.